Manufacturer narrative:
Subject: qv otc, customer swabbed nose and it produced a small amount of blood, will this affect the results?--tss advised the customer a minimal amount of blood should not interfere with the results, retest by swabbing other nostril investigation conclusion: na. Investigation summary: ts reached out for a well-check. Vms were left and case has been updated with the follow up attempt root cause: customer procedural error.

Event description:
Qv otc, customer swabbed nose and it produced a small amount of blood, will this affect the results?--tss advised the customer a minimal amount of blood should not interfere with the results, retest by swabbing other nostril.

Event description:
Qv otc, customer swabbed nose and it produced a small amount of blood, will this affect the results?--tss advised the customer a minimal amount of blood should not interfere with the results, retest by swabbing other nostril.

Manufacturer narrative:
Subject: qv otc, customer swabbed nose and it produced a small amount of blood, will this affect the results?--tss advised the customer a minimal amount of blood should not interfere with the results, retest by swabbing other nostril investigation conclusion: na. Investigation summary: ts reached out for a well-check. Vms were left and case has been updated with the follow up attempt. Root cause: customer procedural error. Follow-up to change product code from qmn to qkp (coronavirus antigen detection test system).

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Qv otc, customer swabbed nose and it produced a small amount of blood, will this affect the results?--tss advised the customer a minimal amount of blood should not interfere with the results, retest by swabbing other nostril.